Manufacturer narrative:
The reported complaint that intermittently, the display of the autopulse platform (sn 33948) showed no information when turned on was not confirmed during functional testing. The display worked as intended. The complaint was not reproduced. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.

Event description:
The customer reported the display of the autopulse platform (sn (B)(6)) showed no information when turned on. This was reported to be found by a crew after shift change where the previous shift utilized the platform during an incident. There is no further information and there is no indication that the display issue began during patient care. Initially, the screen was not displaying information, but the indicator lights and the display backlight would illuminate. The display has since begun to show information. No patient involvement.